Manufacturer narrative:
The customer¿s report that the tubing broke at the bottom of the drip chamber was confirmed. Visual inspection showed that the drip chamber was not bonded to the set tubing. Further inspection under magnification revealed insufficient solvent from the outside of the tubing to the inside of the drip chamber port. The small portion of tubing that enters the drip chamber was inserted at a slight angle. Functional testing was not performed due to the obvious damage. Dimensional testing was performed and the tubing was verified to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing to the drip chamber port.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing broke at the juncture of the bottom of the drip chamber and the tubing afer the patient returned to bed from being weighed. The drip was paused, and the entire tubing set was changed. There was no injury to the patient.

Event description:
Received a medwatch report: after patient got back into bed from being weighed with the standing scale, the tubing from the top suddenly broke. The tubing broke underneath the drip chamber suddenly without any type of intervention from the rn before it broke. A patient care tech observed this incident. Rn paused drip, disconnected tubing and changed the whole tubing set. Saved tubing set in specimen bag. No injury to the patient.